Event description:
It was reported that during prep, it was noticed that the tamper-proof seal on the intra-aortic balloon (iab) packaging seemed to have been broken. There were marks as if it had been left open. There were no anomalies or damages noted on the sterile packaging of the iab, insertion kit , or the iab itself. Therapy was initiated using the iab and successfully completed. There was no patient harm or adverse event reported.

Manufacturer narrative:
Event site postal code: (B)(4). The device was not returned and could not be evaluated. It was discarded by the user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted complaint record ID # (B)(4). H3 other text : device not returned.

Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid. Complaint record ID (B)(4).

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint #(B)(4).